Event description:
It was reported that the battery door on the external pulse generator was not working properly, that it would stick and the door would pop open on its own. The generator was returned for service. Although the return paperwork indicated "yes" that the unit was involved in a patient medical complication or death, numerous follow-up attempts were unable to yield any information.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event, however the battery drawer and battery release are contaminated. Upper and lower cases are broken and contaminated. Customer had opened the device and put in one case screw that is the wrong type. Battery contacts are contaminated and compressed. Keyboard is scratched. Battery flex is contaminated/wet. One side bail cover is broken.